Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was reported to be a myocardial infarction. It was not reported if the patient was performing peritoneal dialysis therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.